Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with mild tortuosity, mild calcification and 90% stenosis. After successfully implanting an unspecified stent successfully, the voyager nc balloon was advanced. However, the balloon could not expand fully and a balloon rupture was suspected. It was exchanged for another voyager nc balloon of the same size and the case was completed successfully. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed; however, there was an innermember separation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.